Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the act and down arrow buttons on the insulin pump became stuck and stopped working. She also reported frequent battery changes, unexplained no delivery alarms, and a worn battery cap. The blood glucose reading was not given. Nothing further was reported.